Manufacturer narrative:
Date of event: the event date is approximate. Date received by MFR: the complaint was received from a consumer in (B)(6). Analysis results: product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.

Event description:
A consumer reported that their diamond clean power toothbrush metal shaft detached in mouth during use. No injuries were reported. A potential choking hazard was identified.